Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received without its original packaging, in used condition, and decontaminated. A visual inspection noted the proximal end female luer connector was cracked. The device failed a leak test confirming the complaint. A root cause could not be determined however it is believed the female luer connector became damaged after the product left the manufacturing facility. A device history record (DHR) review could not be performed as the lot number was unknown. This failure will continue to be monitored and further action taken accordingly.

Event description:
It was reported that during the use of the product, leakage of medical fluid was observed. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.